Event description:
Boston scientific received information that this right atrial (ra) lead had low sensing and high thresholds. A lead dislodgement was suspected. The physician made the decision to remove this ra lead from service and a lead dislodgement was confirmed. A new ra lead has been placed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.